Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Action taken with therapy was not reported. The patient was hospitalized for the event. The treatment and outcome of the peritonitis were not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.